Event description:
The customer stated that her blood glucose was tested while she was at the dr's office and the reading was 238 mg/dl. The customer retested using her meter and rec'd a reading of 109 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
No test strip info was provided.